Manufacturer narrative:
The customer was contacted for return of the electrode pads involved. The electrode pads were not returned to zoll medical corporation for evaluation and were discarded at the customer's facility. No pictures were available for review of the electrodes or the patient's injuries and no lot numbers were provided for retained sample testing. Analysis of reports of this type has not identified an increase in trend.

Event description:
The target lesion was located in the proximal right coronary artery (rca) and contained two 90 degree bends. A diamondback coronary orbital atherectomy device (oad) was used to treat the lesion with three passes. The physician was a first time user of the orbital atherectomy system, and it was recommended by csi staff that the device be advanced slowly on low speed. The physician instead performed an additional treatment pass quickly at high speed, and a perforation was noted. Tamponade with a balloon was attempted with two 3-5 minute inflations, but was unsuccessful. A stent was advanced over the guide wire but was unable to cross the lesion. Two additional non-csi guide wires were advanced distally, however a balloon could not cross a heavily calcified, tortuous segment of the vessel. The hemodynamics of the patient remained stable, however the patient presented with transient chest pain and st changes. The pain subsequently dissipated and the EKG normalized. The patient was transferred to surgery and a bypass procedure was performed. The patient was stable and well following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
The target lesion was located in the proximal right coronary artery (rca) and contained two 90 degree bends. A diamondback coronary orbital atherectomy device (oad) was used to treat the lesion with one pass on low speed and one on high speed. The physician was a first time user of the orbital atherectomy system, and it was recommended by csi staff that the device be advanced slowly on low speed. The physician instead performed an additional treatment pass quickly at high speed, and a perforation was noted. Tamponade was performed with a peripheral balloon and the patient was stable. The patient was transferred to surgery and a bypass procedure was performed. The patient was stable and well following the procedure.